Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received.

Event description:
It was reported that a right ventricular lead was explant on (B)(6) 2020. The reasoning for the explant, patient symptoms, and patient condition were not reported.

Manufacturer narrative:
Final analysis found lead insulation degradation at 3.1 cm, 3.3 cm, 3.5 cm, 3.7 cm, 4.0 cm, 4.2 cm, 4.4 cm, 5.8 cm, 6.1 cm, 6.2 cm, 6.3 cm, 6.4 cm and 6.6 cm from the distal end.

Event description:
Related manufacturer reference number: 2017865-2021-08695 new information received noted that reason for the explant of the atrial and right ventricular leads was that patient had presented with noise and a lead fracture.